Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a constant tone. Customer's blood glucose was unknown. Device had alarmed unexpected restart alarm and had a blank display after battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with blank display problem isolated to the interface board. No constant tone during monitored and unable to verify unexpected restart alarm due to blank display. No cosmetic damage noted.